Event description:
The user received questionable ammonia results for one patient from the cobas c501 analyzer. The initial result from the first sample drawn from the patient gave a result of 508 umol/l. The patient was redrawn and gave a result of 490 umol/l. The redraw sample was repeated on cobas c501 serial number (B)(4) and a result of 50 umol/l was received. A revised report was sent out. The patient was not adversely affected due to the event as the floor was notified after the initial result from the redraw sample was released that the laboratory thought the value was incorrect. The floor was also told the laboratory would be rerunning the sample and not to act upon the original result until it was confirmed. The ammonia reagent lot number was 61250501. The field service representative determined the filter for the naoh (sodium hydroxide) bottle was floating at the top of the bottle and was drawing air and bubbles. This caused the cell rinse nozzle to drip intermittently. He inserted the straw into the reagent and primed the fluid. To verify the analyzer operation, he ran precision testing and the user ran quality control with results within limits.